Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to emergency room and was subsequently hospitalized for treatment of low blood glucose (bg) level (36-60 mg/dl); cause was unknown. Customer was treated with potassium, magnesium, food, intravenous fluids and glucose injection. Bg improved to 156 mg/dl and customer was discharged on 1/17/2019 with no permanent damage.